Manufacturer narrative:
Eval results: brake cam.

Event description:
It was reported by service report that the head end brakes on the stretcher were not holding. No pt involvement or adverse consequences are reported.